Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead became damaged during use in surgical procedure. The surgeon was responsible. No actions were taken, and the lead was discarded. The issue was resolved. No patient was involved in the event. No symptoms were reported.